Manufacturer narrative:
Device used for off label indication. The indication the device was used for is ezw, urinary dysfunction/sacral nerve stim, gastrointestinal/ pelvic floor. Product ID, 37746 lot# serial# (B)(4), product type programmer, patient product ID, 3 708220 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3093-28 lot# va02u23, implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
It was reported there was an infection. The health care provider (hcp) had tried ¿conservative methods¿ without success and it was noted the next step was explant. Hcp was wondering if the entire system needed to be explanted and if another implantable neurostimulator (ins) could be implanted on the opposite side while the infected side healed. Follow up from the hcp reported perioperative antibiotics were administered. It was noted the infection onset was december 3, 2012. The patient did not have meningitis. Signs and symptoms included fever, redness, swelling, drainage, pain, and incisional wound opening. The primary location of the infection was at the device pocket. A culture was obtained from the device pocket and was staph 4+. Oral antibiotics were administered and total device system was explanted. The infection resolved. Risk factors that apply to the patient prior to implant included a urinary tract infection. No further information was reported.

Event description:
Additional information received from the consumer reported that the patient's implantable neurostimulator (ins) was moved the first time because they developed an infection. The ins was moved from the left side to the right side. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Weight received.